Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, during a home visit, the nurse found redness and discharge around the peg stoma site. The patient reported pain at the stoma. The gastroenterologist ordered antibiotic treatment amoxil 1gr (1x2) for 5 days. The nurse recommended intensive care of stoma site 2 times per day and could mobilize the peg tube. On (B)(6) 2023, the nurse found redness around stoma site and discharges of pus in stoma site, the gastroenterologist ordered another 5 days of augmentin (1x2).

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.